Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient with an implantable pump. It wa s reported that the patient stated that the pump did not relieve their thoracic back pain, and would prefer to have it out. The patient was still taking oral pain medication. The patient stated that their thoracic back pain had been getting worse over the years. No diagnostics/troubleshooting was performed. Action/interventions taken included the pump and catheter were explanted. The issue was resolved at the time of the report.